Manufacturer narrative:
Replaced patient's age with patient's date of birth. Patient weight could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call. The logs were reviewed from the site and did not indicate there were any system malfunctions that may have contributed to the incident. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. All data reviewed indicates that the system was operating normally and within performance specifications. The system acoustic level was tested and met regulations. No further actions are planned at this time.

Manufacturer narrative:
Patient weight not provided. Initial reporter email was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient had hearing loss after an MRI of the brain. It was reported the patient was provided hearing protection for this exam. The patient underwent a hearing exam, which showed hearing loss in the left ear and some loss in the right ear compared to a prior audiogram.